Manufacturer narrative:
More than three (3) good faith effort attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit displayed an error message compressor condition required service. There was no patient involvement.